Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received a high scan result of 276 mg/dl on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced unknown symptoms and self-treated with glucose tablets and measured finger stick result of 26 mg/dl on precision meter. When the provided results were plotted on a parkes error grid, fell into the e zone showing the difference in values to be clinically significant. The length of the wear was unknown days. There was no report of death or permanent impairment associated with this event.